Event description:
Boston scientific reported that this rv lead exhibited noise and oversensing when using agc. The patients device was programmed to fixed sensitivity instead of agc. This lead remains implanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 7 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. A distal part including the lead tip, was not returned for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragment was visually and electrically analyzed. The visual inspection deformations of the inner and outer conductor coil which occurred most likely during the explantation procedure..during the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported noise and oversensing. The analysis of the available fragment did not reveal any sign of a material or manufacturing problem.